Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2026 the patient experienced "brownish-red discharge from the peg site, without any pain associated with the event." The patient was taken to the emergency department and treated with unknown intravenous antibiotic. The patient was subsequently discharged with an unknown oral antibiotic regiment to be continued at home. The device remains implanted.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.